Manufacturer narrative:
(B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery performed on (B)(6) 2017, a locking compression plate (lcp) recon plate was broken while bending by surgeon to make it anatomically fit to the bone. Another plate was used to complete the surgery. No fragments were generated. No other medical intervention required. There was fifteen- twenty (15-20) minutes surgical delay. This report is for one (1) lcp recon plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Lot# and UDI#. Device history records review was completed for part# 445.142, lot# 9242694. Manufacturing location: (B)(4), manufacturing date: nov 13, 2014. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing evaluation was completed. Device was received broken. Marks and scratches were visible on the surface. This complaint is confirmed. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Due to the breakage of the part, the measurements could not be performed on all features. Nevertheless, all measurements that could be performed were found to be in specification. Considering that all features were manufactured with the same tools and parameters, it is concluded, that all features are manufactured within specifications. From an investigation point of view, it must be noted that on the place of breakage, a major groove is visible that was not part of the manufacturing process and must have been added after the part was released. This major groove has a big impact on the strength of the plate. It is assumed, that this groove is the main driver for the breakage of the plate. The plate was produced as it should. No abnormality in process was found. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Definitive root cause could not be determined. Corrected data: catalog number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.